Event description:
The patient reported having an increase in seizures. The patient noted that the physician is still titrating the vns settings up. No additional relevant information has been received to date.